Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low-speed, low flow, and pump off alarms. It appeared to the customer that this patient was having short to shield faults again. They were placed on an orange ungrounded cable and no there have been no alarms since. The patient had wire surgery on (B)(6) 2021 (per (B)(4)). A review of the log files revealed 4 intermittent pump stop events from (B)(6) 2022 at 1342 through to (B)(6) 2022 at 104. Additional information revealed an x-ray of the driveline showed a slight area of inconsistency near the end proximal to the pump. The driveline was not exposed to any trauma per patient. Their weight has remained about the same.

Manufacturer narrative:
The surgery that occurred on 06dec2021 was reported under manufacturer report number 2916596-2021-07454. Manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline (dl), however, a specific cause for the low speed, low flow, driveline fault, and pump-stop events cannot be conclusively determined through this evaluation as no product was returned. The submitted log file captured intermittent low speed hazards including 15 pump stops on 25mar2022 and 26mar2022 while the patient was supported by the power module. The pump stops were accompanied by low-speed events as low as 0 rpm, and low flow and low speed hazards were captured during these events. Power elevations reaching as high as 14.0 watts were captured during the pump stop events. The submitted x-ray of the internal portion of the patient¿s dl identified an area that appeared thinner than the rest of the dl; however, it cannot be concluded that this is an area of wire fatigue. The account reported that the patient was having multiple low speed advisory, low flow, and pump off alarms. The patient was put on an orange ungrounded cable, which resolved the alarms. They were asymptomatic with the alarms. The vad coordinator indicated that the external portion of the dl appeared unremarkable. The patient was discharged on the orange ungrounded patient cable. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 08sep2017. No further information was provided. The manufacturer is closing the file on this event.